Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the same event occurred in two (probably two packages) in the box with the same lot number. Lot number - 101pah - unknown if this is the correct lot number. Please take photos for japanese customer. If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: during visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The suture was examined, fraying suture was found on the strand. Besides that, the end of the suture was found to be cut and crushed, likely due to a surgical instrument. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a suture was used. The suture broke during use. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided.